Manufacturer narrative:
The investigation of automated impella controller (aic) - a/c power issues has been completed. The console performed as expected until around 18:36:11 at which point the real time (rt) log prematurely ends and the imc logs show the console rebooted. After the reboot, the console asked the user to resume pump at previous p-level by design at the same time as the unexpected shutdown alarm triggered. Support for the patient was resumed and continued through the end of the case on (B)(6). Device analysis: the console was returned for testing but the failure mode was not reproduced as the console was able to run a pump uninterrupted and all voltages checked were as expected. Root cause: the cause of the unexpected reboot is not determined as it was unable to be reproduced.

Event description:
The complainant reported a patient newly diagnosed with ischemic heart failure with 10% ejection fraction and multivessel disease was planned for coronary artery bypass graft surgery and implanted with an impella 5.5 device for mechanical circulatory support (mcs). Approximately one day after start of the impella mcs, the automated impella controller (aic) shut down and then turned back on. The nurse indicated "yes" to resume and noted that "everything looks okay right now." There were no alarms triggered. It was recommended that te aic be exchanged in case of reoccurrence. However, the patient continued support with the aic and the staff monitored the situation. The outcome as a result of the event was indicated as unknown. However, nine days later it was noted support concluded. The patient was bridged to a left ventricular assist device and the impella 5.5 device was successfully explanted.

Manufacturer narrative:
The automated impella controller device was returned, and an evaluation is underway. Upon investigation closure, a supplemental manufacturer device report will be filed.